Event description:
On (B)(6) 2009, the pt reported she cannot get the key lock on her insulin infusion device to unlock. To troubleshoot, the pt was instructed to press the menu and down button until her device beeps or the picture of the lock changes, then release and press any button. This was attempted several times during the report but her device would not unlock. Add'l troubleshooting was done but the key lock would not unlock. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.